Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
Entire alligator grasper head came off. The customer reported the event happened last week and has since been cleaned so unknown if pin in patient. During gall bladder surgery the jaw came off in the patient and the pin was not seen after. No diagnostics done to the patient afterwards. Patient d/c before it was discovered the pin and tab were not with the device. The pin and tab from the actuating rod are missing from device. Pt 300 plus pounds. Device was in action of grabbing the gall bladder, heard crack and jaw came off. Dr was able to pick up jaw and continue on with the surgery. The patient was age (B)(6), male, bmi (B)(6) kg/m2, no patient injury. Three liters of normal saline irrigated and suctioned out, visual inspection. The device was used in a laparoscopic cholecystectomy to grasp the gallbladder. Yes a part of the device fell into the body field and another grasper was used to remove the piece, no x-ray was taken because the broken part was retrieved. Staff unaware of potential internal parts of instrument. Device was removed and another grasper was used to complete the surgery. The laparoscopic cholecystectomy was completed as planned. Customer did not answer if the FDA was notified by facility.

Manufacturer narrative:
(B)(4): a complaint sample was not returned by the customer and could not receive a visual inspection or a functional check. Three representative photos of the complaint sample were provided by the customer. No evidence was found that the complaint sample was not authentic. A review of the three representative photos of the complaint sample appeared to verify the complaint failure mode that the distal end of the complaint sample had separated from the actuating rod. The now exposed distal end of the actuating rod does not appear to contain the pin that joins the distal end of the device to the actuating rod. This pin missing would cause the complaint failure mode. Based on the description of the complaint event, this pin was present and failed when the customer heard a crack and the head came off. The pin was not photographed or returned for investigation, so it cannot be determined if the pin ejected from the device whole or fractured into pieces. Because the pin is missing, the complaint sample was not returned for investigation, and the photograph is not clear enough, visual evidence of a manufacturing defect could not be identified. Based on the images provided, the actuating rod does not show evidence of fracture. The links of jaw/clevis assembly are not visible for review and therefore do not show evidence of fracture. Evidence of a manufacturing defects cannot be determined with returning the sample to verify dimensions or materials are not as specified and can only be verified on components that are returned, not components that are missing. Evidence of wear in these components would require high resolution photographs of all the components around this joint at specific orientations. The customer is advised to return physical complaint sample for investigation. The root cause of the complaint failure mode is undetermined.

Event description:
Entire alligator grasper head came off. The customer reported the event happened last week and has since been cleaned so unknown if pin in patient. During gall bladder surgery the jaw came off in the patient and the pin was not seen after. No diagnostics done to the patient afterwards. Patient d/c before it was discovered the pin and tab were not with the device. The pin and tab from the actuating rod are missing from device. Pt 300 plus pounds. Device was in action of grabbing the gall bladder, heard crack and jaw came off. Dr was able to pick up jaw and continue on with the surgery. The patient was age 23, male, bmi 40.3kg/m2, no patient injury. Three liters of normal saline irrigated and suctioned out, visual inspection. The device was used in a laparoscopic cholecystectomy to grasp the gallbladder. Yes a part of the device fell into the body field and another grasper was used to remove the piece, no x-ray was taken because the broken part was retrieved. Staff unaware of potential internal parts of instrument. Device was removed and another grasper was used to complete the surgery. The laparoscopic cholecystectomy was completed as planned. Customer did not answer if the FDA was notified by facility.